Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via e-mail that an ar-2260 distal biceps repair implant system screw cracked off when the surgeon was placing it. This was discovered during an distal biceps procedure. The broke fragment was retrieved and the case was completed by using a new ar-2260 with no patient harm reported.